Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. B5: added additional information. Investigation summary: hematuria: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the cause of the issue was not established as no product or logs were returned and insufficient information was provided.

Event description:
The hematuria resolved and the device was explanted. The pump is not able to be returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in a 52-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage b shock. During support, the nurse noted red urine out of the foley catheter, though laboratory values remained stable; the managing physician declined further imaging and attributed the finding to an elevated inr rather than impella involvement. The care team also suspected hemolysis noting the red urine present. The pump remained in place, and removal status was unknown. No device removal occurred, and no product was returned for analysis. Hematuria resolved after fluids shortly after initiation of a milrinone infusion. Based on the available information, the hematuria appears more consistent with patient-specific clinical factors¿such as suspected hemolysis, anticoagulation status, and potential hemodynamic contributors¿rather than evidence of impella cp malfunction. Hemolysis is a known risk associated with the impella cp per the instructions for use (IFU).